Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted into the lad. One day post index procedure the patient suffered pci related mi. The investigator assessed the event as possibly related to the index device and not related to anti-platelet medication.